Manufacturer narrative:
Covidien reference#: (B)(4). The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the clear insulation started to come off of the device. There was no patient injury. The site discarded the device.